Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the contralateral approach. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 5.0mmx150mmx150cm (4f) sterling balloon catheter was used but failed to advance the lesion. However, on the initial inflation before reaching the lesion at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.